Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective upgrade of an ICD, an increase in capture threshold, decreased sensing and pacing impedance were noted on the right ventricular (rv) lead. Rv lead dislodgement was visually confirmed during the procedure. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.